Event description:
It was reported that an asymptomatic patient presented in-clinic for device check. Upon interrogation, there was noise on both atrial and ventricular leads due to lead fracture. The noise was reproducible by manipulating the device and it resulted in some high ventricular rate episodes. To resolve the noise issue, the physician capped and replaced both leads on (B)(6) 2017. The patient was stable post procedure.